Event description:
A malfunction alarm was reported by the caller regarding the pump, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the caller was informed to call back if the malfunction recurs. The caller understood and acknowledged the instructions.